Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin ump passed the dat test at 0.08770 inches. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty fsr. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The device received with cracked case at display window corners, missing end cap sticker, cracked battery tube threads, cracked lcd window and minor scratches on lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and that they were not getting insulin due to motor errors. The customer was admitted on (B)(6) 2017 at 6:30 p.m. With a blood glucose level of 352 mg/dl. The customer was given IV drip and was not wearing the insulin pump, but for only less than 48 hours. The customer stated that they were only off of the insulin pump for 1 to 2 hours and used manual injections. The customer declined further troubleshooting for the high blood glucose. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. A blood glucose of 334 mg/dl was reported. The insulin pump will be returned for analysis.